Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen remained dark. There was no adverse impact to the customer¿s blood glucose level. The customer tried various solutions, including using different power adapters and cables, but initially had no success. Technical support sent a replacement tandem cable and wall adapter. Eventually, using the new charging supplies resolved the issue, and the pump began charging without any shutdowns. No further assistance was needed.